Event description:
No additional information.

Manufacturer narrative:
Additional information: updated material number and UDI, added expiration date and date of manufacturer investigation results: two 2000e china samples were received without any packaging for investigation; the customer reported that the affected samples were from lot 23035233. A visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe and flushing the smartsites, which confirmed the customer's experience; one of the smartsite components was initially occluded, however after several attempts of disconnecting and reconnecting, the fluid was able to flow through the connector. No issues were observed throughout testing of the second smartsite. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite; however during a review of the production records for lot 23035233 no in-process testing failures or quality deviations were identified which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.

Manufacturer narrative:
E1: initial reporter address- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim the connector is connected to the infusion set and cannot be infused